Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an out of box failure, the downstream occlusion seal was damaged. Per reporter, the device was sold/shipped on 30-sep-2024. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked downstream occlusion seal. Visual and functional tests were performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.